Manufacturer narrative:
Result: there is no visual damage to the catheters. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates that the pxslimstr could not be inserted through the 4maxc. Evaluation of the returned devices revealed no visible damage to the catheters. Both catheters were functionally tested and operated with specifications. A 0.025" mandrel was inserted in the pxslimstr an a 0.041" mandrel was inserted in the 4maxc. Both mandrels advanced distally and out of the distal tip of the catheters without an issue. The pxslimstr was inserted through the hub of the 4maxc an advanced distally without an issue. The cause of this complaint cannot be determined. There was no issue found during the investigation. Based on the description of the event and the condition of the returned devices, it appears that patient anatomy or user technique was the likely cause of the incompatibility during the procedure.

Event description:
The patient was undergoing surgery for an occlusion from the internal carotid artery (ica) to the middle cerebral artery (mca) using a px slim delivery microcatheter. During the procedure, the physician placed a stent in the ica; however, he could not see the mca on angiography. The physician attempted to insert a px slim delivery microcatheter into a 4max catheter to place it in the target vessel, however, was unsuccessful. The physician used another px slim delivery microcatheter to complete the procedure with no reported adverse effect on the patient.